Manufacturer narrative:
Corrected data: h3: device evaluation in previous MDR is corrected to yes; h3: device evaluation: lens returned in a micro-centrifuge vial with moisture, with residue on product. Visual inspection found lens damaged. Claim#(B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. Claim #:(B)(4).

Event description:
A damaged lens was returned back to us. If additional information is received a supplemental medwatch report will be submitted.